Event description:
It was reported that during lead pull, the physician was unable to remove the lead. Under x-ray guidance the physician tried to advance a stylet back into the lead to move it. After applying force, the lead broke and the top portion of the lead remained in the patients epidural space. Additional information was received that the top portion of the lead was explanted. The patient was doing well postoperatively, and explanted portion of the lead will not be returned as it was kept by the facility.

Manufacturer narrative:
B1. Corrected to capture adverse event and product problem. D4. Updated to include UDI. H6. Corrected to include impact code of imaging required and device code of difficult to remove. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231670e0. Model: sc-2316-70e. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231670e0. Model: sc-2316-70e. Serial: (B)(6). Batch: 7086588.

Event description:
It was reported that during lead pull, the physician was unable to remove the lead. Under x-ray guidance the physician tried to advance a stylet back into the lead to move it. After applying force, the lead broke and the top portion of the lead remained in the patients epidural space.

Event description:
It was reported that during lead pull, the physician was unable to remove the lead. Under x-ray guidance the physician tried to advance a stylet back into the lead to move it. After applying force, the lead broke and the top portion of the lead remained in the patients epidural space. Additional information was received that the top portion of the lead was explanted. The patient was doing well postoperatively, and explanted portion of the lead will not be returned as it was kept by the facility.